Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, underweight device, and missing 0-25% of the shell was missing, red particles on the shell, wear abrasion, and fold creases. A microscopic analysis was performed which identified a sharp break on the anterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the anterior side assessed as an unidentified tear opening and missing shell assessed as inconclusive.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported a rupture. The device has been explanted.

Event description:
Patient reported, left side exchange, due to concern with the product. Healthcare professional reported, a rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and device exchange due to patient's concern.

Event description:
Patient reported left side exchange due to concern with the product. Healthcare professional reported a rupture. The device has been explanted.